Manufacturer narrative:
Additional information received. Patient initials, age, date of birth and sex were updated.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion to the patient, library update interrupted infusion. Running continuous fentanyl infusion. Ran out of drug, biomed, and biomed alarm sounded. There was a system failure; primary audible alarm. Current software version unknown. No patient injury.

Event description:
Oracle ro: (B)(4).

Manufacturer narrative:
Other, other text: d4 UDI:(B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is that a non-OEM super cap was found in main pc board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).